Event description:
It was reported a lead warning occurred potentially due to low impedance. The implanting physician was consulted and did not think that intervention was needed as there was no noise noted on the lead and the threshold was within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.